Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery while the customer was sleeping. The blood glucose reading was 200 mg/dl. The customer was unable to perform a troubleshoot because the insulin pump was stuck in the rewind mode. Advised him to remove the reservoir and disconnect at the insertion site in order to rewind. Advised the customer to change the entire infusion set if the alarm recurred. He wanted to get off the phone and administer a bolus due to the high blood glucose level. Nothing further reported.